Event description:
It was reported that the system had intermittent communication error messages and the system had to be rebooted several times in order to restore system functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.